Manufacturer narrative:
The pump was returned for investigation without the guidewire. A cannula kink was observed on the returned pump, while no other physical abnormalities were noted. Low flow issue was there request log. The cause of the packaging issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an impella cp implant when there were no pump flows due to a kinked cannula. The aic (automated impella controller) showed the impella never started and the pump was removed and replaced. Additionally, the staff could not locate the 0.018" guidewire upon implanting due to packaging issues. A different guidewire was used instead.